Event description:
It was reported that the pt states that he began experiencing problems with stiffness and soreness in (B)(6) 2011 for which he received cortisone shots. He went to his surgeon as a result of receiving the recall letter. Pt had blood work and MRI on (B)(6) 2012. Dr. Diagnosed abnormal tissue involvement and significant cobalt and chromium level elevations. Pt has experienced very sharp pains which come and go in right hip. This has been occurred in the past two months. He will undergo revision surgery for the right hip in (B)(6) 2012. He feels strongly that stryker should provide info for flushing the heavy metals out of his system which is a big concern.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.